Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (25 mg/ml at 12.501 mg/day) and clonidine (125.01 mcg/day; concentration unknown) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2020 the patient reported that he was supposed to have a pump refill on (B)(6) 2020, but it was rescheduled because the hcp (healthcare professional) merged practices. Per the patient, the pump had been dry about 10 days now. The non-critical alarm began hourly on (B)(6) 2020 and now the critical alarm was occurring every 10 minutes because the pump was dry. The critical alarm had been sounding for 5-6 days now. The hcp would not refill the pump and sent the patient to the surgeon to refill it, but the surgeon only refilled pumps during implants. The patient stated, ¿this has been a nightmare.¿ he was now on oral meds to keep balanced and had a patch for clonidine. He stated that his new doctor used a third party to refill pumps, and they would not refill his because the pump was dry. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the actions and interventions taken to resolve the empty/dry pump was the physician¿s were trying to get insurance approval and it has been a month. No further complications were reported or anticipated regarding the event.